Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
A journal article was received: guidewire damage during cannulated screw fixation for slipped capital femoral epiphysis, journal of pediatric orthopaedics part b. 2003 may; 12 (3) :219-221. Authors: james e. Robb, iain h. Annan and malcolm f. Macnicol. The article reports regarding cannulated screw fixation of slipped capital femoral epiphysis. The article reports six cases in which the guidewire was damaged by a cannulated drill. Case number three reported as follows: patient presented with moderately severe acute scfe underwent cannulated screw fixation. It was noted while reaming that the drill appeared to stick and the guide wire began to advance into the capital epiphysis. The drill was backed out and the guide wire was stuck within the drill. There was a notch on the guide wire corresponding to the level where the wire protruded from the femoral cortex. The procedure was completed without any further problems as a second guide wire was used. Reportedly the patient recovered uneventfully. A copy of the article will be included in this report. This report is for a drill. It is unknown if it was a synthes device. This is 2 of 2 reports for the same event, complaint #(B)(4).